Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope's plastic distal end cover was burnt. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the suggested event was confirmed, the high energy endo therapy accessories such as laser and high frequency endo therapy accessories may have been used without maintaining enough distance from the tip of the endoscope. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU): it was confirmed that instructions for gif/cf/pcf-290 series operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ describes how to inspect for the event. Olympus will continue to monitor field performance for this device.